Event description:
User experienced two pt samples that initially generated low sodium results which resulted higher when repeated. Sample 2: initial result gave 128 mmol/l; repeat give 134 mmol/l. Initial result reported for sample 1 only. User did not know if the patient received treatment based on the result reported. The field service representative was unable to determine a cause. Performance tests were performed and within specification.

Event description:
User experienced two pt samples that initially generated low sodium results, which resulted higher when repeated. Sample 1: initial result gave 129 mmol/l; repeat give 138 mmol/l. Sample repeated on different analyzer gave 141- no units of measure provided. Initial result reported for sample 1 only. User did not know if the patient received treatment based on the result reported. The field service representative was unable to determine a cause. Performance tests were performed and within specification.